Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the right coronary artery (rca). After placing a non-bsc guide wire, a 2.25x16mm promus premier drug - eluting stent (des) was advanced to treat the lesion. However, the stent delivery system (sds) became stuck on the guide wire. The stent and the guide wire were removed together as a whole unit. The lesion was then rewired with the same non-bsc guide wire and the procedure was completed with another promus premier drug - eluting stent. No patient complications were reported and patient's status was fine.